Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was foreign particulate matter (pm) observed with a 250ml intravia container. During filling prior to patient use, a clear, thread-like, plastic- like fiber (no more than 1/2-inch-long) was observed within the container. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to the specification. Additional visual inspections using a black background for white particles and a white background for black particles were performed, with no particles observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.